Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed. A review of the downloaded log file spanned approximately 2 days (B)(6) 2020 per time stamp). On (B)(6) 2020 at 16:22, there was a backup battery fault alarm that was accompanied by a yellow wrench advisory due to a backup battery load test failure. This alarm cleared on its own at 16:29. The alarm did not affect the controller's ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 16:25 for a controller exchange. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No alarms were reproduced during testing. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery alarms. The IFU states how to store, transport, and maintain the system controller to prevent damage such as tears and cracks. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller fault alarm and then changed to his back up controller. No further information was provided.